Manufacturer narrative:
The customer reported that the transmitter overheated and the battery contacts melted. There is no other physical damage and no fluid intrusion. No patient harm was reported. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter overheated and the battery contacts melted. There was no other physical damage and no fluid intrusion.